Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure the fifty- two-centimeter lead displayed low sensing, high thresholds, and there wa s micro-dislodgement. Of note, the thresholds were found to be higher than they were during the implant. The patient remained on the procedure table, and the lead was replaced with a forty-five-centimeter lead. The revision was performed without issue. It was also reported that shortly after, the patient expired of stress induced takotsubo due to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.